Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported issues with the adc device. The customer reported a sensor error code upon scanning, and noted upon checking sensor that it was loose on arm. The customer became shaky and paramedics were called. The customer was treated with oral glucose by the paramedics. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported issues with the adc device. The customer reported a sensor error code upon scanning, and noted upon checking sensor that it was loose on arm. The customer became shaky and paramedics were called. The customer was treated with oral glucose by the paramedics. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed, and no issues were observed. The adhesive was more than 25% peeled off the patch. An extended investigation has been performed and observed torn and partially peeled skin patch. Damage to skin patch would prevent plug insertion and application/use. Damage to skin patch occurred after application during wear/removal/shipping. The issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported issues with the adc device. The customer reported a sensor error code upon scanning, and noted upon checking sensor that it was loose on arm. The customer became shaky and paramedics were called. The customer was treated with oral glucose by the paramedics. There was no report of death or permanent injury associated with this event.